Event description:
Leak of clave port reported. A pt was receiving an unspecified IV fluid via primary IV tubing attached to an extension set tubing connected to the pt IV catheter. A clave port was accessed on the extension set via syringe, and when the syringe was removed, the port stayed in the open position allowing bleedback into the tubing. No blood loss occurred as the problem was noticed right away by the clinician and the syringe was reattached to the clave port until the tubing could be changed. No pt harm reported. Additional pt info was requested, but no further info was available.